Event description:
It was reported that this patient experienced multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) device. Boston scientific technical services (ts) reviewed the stored episode and noted that the rhythm appeared to be sinus or atrial in origin just above the rate zone of 140 beats per minute. The anti-tachycardia pacing (atp) therapy and device shocks had no effect on the rhythm and therapy was exhausted. Ts noted that the device therapy was provided due to the stability algorithm and farfield oversensing detected by the device as atrial fibrillation. The device remains in-service. No additional adverse patient effects were reported.